Event description:
It was reported that the patient underwent a spinal procedure at l3/4 using posterior fixation. It was reported that non-break off plug loosened post op. The revision surgery was performed and four pedicle screws and rods were replaced approximately three weeks post op.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Post op films reveal pedicle screws with crosslink and posterolateral fusion. The immediate post op films show that the crosslink in lateral x-rays not contoured or properly secured to rod on the right side. Subsequent films show set screws on right side all loose from the pedicle screws. Set screw on right side also loose from the crosslink. Left side set screw at l4 loose and rod displaced. The device history records for this lot were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog # 7540100, was cleared in the united states.